Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported there were issues with the insulin pump motor. The device was reportedly bumped during a bicycle accident, one of the compartments was cracked, the buttons were outside of the pump, and the drive support cap was sticking out. Customer was advised to ask healthcare provider for a new insulin pump.